Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An 82-year-old female with a past medical history of atrial fibrillation, type 2 diabetes mellitus, hyperlipidemia, and coronary artery disease presented on (B)(6) 2025, to the emergency room with an anterolateral st-elevation myocardial infarction. A left heart catheterization demonstrated a 100% proximal occlusion of the left anterior descending artery with a large thrombus. Thrombectomy was performed, and one stent was placed in the left anterior descending artery. The patient was also noted to have 80% stenosis of the mid left circumflex artery extending into the obtuse marginal branch, as well as 80% stenosis of the right coronary artery, with plans to address these lesions at a later date. Overnight, the patient decompensated with worsening creatinine, elevated brain natriuretic peptide levels, and decreasing blood pressure. Due to hypotension and low mixed venous oxygen saturation, an impella device was prepared and inserted into the left ventricle in standard fashion. While awaiting transport, a hematoma was noted at the right groin and stabilized using adjustment of the angle-match dressing. The hematoma remained soft and was marked; documentation from (B)(6) 2025, indicated the hematoma had resolved. On (B)(6) 2025, the patient developed increased ectopy and suction events on the impella device. These issues resolved with administration of intravenous fluids and lidocaine.

Manufacturer narrative:
B5 updated. The investigation is ongoing.

Event description:
Additional information has been provided upon request: "1. In the patient update, it is stated that the echo showed impella measuring 2.7 cm from av annulus and mid ventricular as well as an albumin bolus given. Md repositioned the pump the next day with increase in p level. 2. Device is not available for return. 3. No functional complaint for this device. Md and account very pleased with patients outcome."